Manufacturer narrative:
H9: after additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
H6: the removed control board was further evaluated by ventec. Ventec determined that the root cause of the reported issue was that pin 2 of an integrated circuit (ic), designator u701, was not connected to the rest of the trace.

Manufacturer narrative:
The device was returned for an investigation. The reported event of the pre-use test failing was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), caused the device to fail to ventilate and fail pre-use test. After replacing the pcb, proper device operation was observed through functional and performance testing. Ventec further investigated the removed pcb and found that diode, designator d701, was shorted.

Event description:
It was reported that the device failed the pre-use test. There was no patient involvement. Upon evaluation of the customer's device, ventec observed that the device would not ventilate.

Manufacturer narrative:
H6: in supplemental medwatch report 001, ventec had advised that the investigation had determined that the cause of the reported issue was a shorted diode, designator d701, on the motherboard printed circuit board (also known as the device's control board). Ventec has since performed additional analysis of the removed control board. The updated investigation concluded that the root cause of the reported issue was, in fact, the control board; however, further component level cause could not be conclusively determined.